Event description:
A patient was referred for generator replacement surgery due battery depletion. The surgeon provided that the lead was also replaced due to possible lead break. The explanted devices were received by the manufacturer on 06/23/2017. Analysis is underway, but has not been completed to-date. Additional relevant information has not been received to-date.

Event description:
Analysis was completed for the returned generator. An end-of-service condition was confirmed during analysis. The device performed according to functional specifications. Other than the noted end-of-service, there were no additional performance or any other type of adverse conditions found with the pulse generator. Analysis was completed on the returned lead portion. A portion of the lead assembly including the electrodes was not returned and a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.